Event description:
It had been reported the rv lead fractured causing noise and multiple inappropriate therapies. It was later determined via review of manufacturer's database that the patient died approximately 7 weeks later. The plan had been to replace the lead. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, distal conductor blood/body fluid (not obstructed). Proximal segment returned and analyzed.

Event description:
It had been reported the lead fractured causing noise and multiple inappropriate therapies. The plan was to replace the lead. It was later determined via review of manufacturer's database that the patient died approximately 7 weeks later. Follow up later revealed the patient had last been seen in clinic (B)(6) 2008 with normal device function noted and patient pacemaker dependent with underlying rhythm of atrial fibrillation. Clinic reported patient had been admitted to hospice with cause of death unknown, but no device allegations as relates to death.

Manufacturer narrative:
Asku